Event description:
This is a report of cracked transfer set tubing, peritonitis, and patient death. On an unreported date, the patient had a crack in their transfer set tubing, which caused peritonitis manifested by cloudy drain. Two days later, the patient expired. The cause of death was reported to be cardiac arrest; however, it was not reported if an autopsy was performed. The patient was not hospitalized prior to death. Treatment was not reported and it was not reported if the patient had recovered from the peritonitis prior to death.

Manufacturer narrative:
(B)(4). A batch review could not be performed because the lot number was not available. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however, has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.